Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). It was reported that the rep received a notification from the answering service that the patient stated their device wasn¿t working and they went to the hospital. The patient¿s device was reported to be working but the emergency room doctor turned their system off and they made a follow up appointment with their managing healthcare provider. The patient saw the rep and their healthcare provider the following monday and the issue was reported to be resolved. It was noted that the patient had dementia. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient's system was "firing" on them and they could not turn it off. The caller was from the ER at a hospital and was trying to turn stimulation off, but was unable to do so using the patient programmer (pp). According to the caller the patient was experiencing a shooting pain down their leg and up into their head that they thought was related to their ins. Additionally, the patient was reported to have felt dizzy, but indicated that they had not fallen. During the call stimulation was able to be turned off successfully, but this did not resolve the patient's symptoms. The issue was reported to have been sudden in nature. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.